Manufacturer narrative:
The meter serial numbers were (B)(6) and (B)(6). Quality controls were performed on both meters, and the results were acceptable. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meters. At 20:07, the result using meter serial number (B)(6) was 448 mg/dl. At 20:19, the result using meter serial number (B)(6) was 125 mg/dl. At 21:02, the result from the laboratory was 144 mg/dl and was believed to be correct.